Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was unable to expand as expected and only partially opened. The capsule was closed at the ascending aorta. A second attempt to deploy the valve was performed; however, the patient's pressure dropped and cardiopulmonary resuscitation was initiated. The valve was withdrawn from the patient and not implanted. The procedure was aborted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received via ups in original packaging and jar, submerged in clear solution. The valve skirt showed signs of imprinting. All leaflets were pliable and intact. Leaflet 1 (l1) appeared open towards the frame wall while leaflets 2 (l2) and 3 (l3) were in the closed position. All commissures were intact. The valve was submerged in warm saline to reset the frame. The valve was then submerged in cold saline to perform loading simulation. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no anomalies were identified. The valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve was deployed up to the point of no recapture; no issues were observed. At this point, the valve was fully deployed and appeared to exhibit complete dilation; no anomalies were noted. This report is being submitted as part of a retrospective review and remediation for CAPA: 564121 per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.